Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while removing the catheter from the stocking shelf before heading out to do a catheter change, customer noticed that something was odd and on closer inspection, noted that there was no valve on the inflation arm.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The sample was inspected and observed there was no valve on the inflation arm of the catheter. The root cause for this failure mode was due to the rejected catheter drop into the accepted bin (missing valve and cap catheter or rejected catheter mixed with good catheter). A review of the manufacturing process indicates the process was capable of producing this type of defect. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the customer removing the catheter from the stocking shelf before heading out to do a catheter change noticed that something was odd and on close inspection noted that there was no valve on the inflation arm.